Event description:
On the date specified puritan bennett ventilator model 1840 was found to have stopped ventilating a pt. The device was reading "circuit disconnectand device alert." Attempt was made by respiratory therapy staff to "sst" the ventilator, but ventilator failed to operate. There were no injuries to pt at any level as nursing staff responded promptly in assisting ventilation while unit was exchanged.